Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator user interface module (uim) goes blank after running for a while. There is no patient involvement on the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the avea ventilator and performed a failure investigation. The reported complaint was confirmed and duplicated. This is isolated to the improper installation of the cable assembly to pcba control coldfire.